Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed and reproduced the reported symptom of upstream occlusion alarms. Evaluation found the upper and lower reading on the lower reading on the ultrasonic sensor to be below specification. Low ultrasonic readings can make the pump more sensitive to upstream occlusion alarms. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. It was also reported that there was no patient injury.